Manufacturer narrative:
H-10: subsequently received FDA form 3500a from customer. Original report did not include reference to tiop change out, and it was not returned for evaluation. This report was mailed in to FDA on: 06/05/1998.